Event description:
It was reported that the patient experienced occlusion event on (b)(6)2026, due to kinked tubing and blockage in tubing causing hyperglycemia. The high blood glucose (400 mg/dL) was treated by pump. The patient was hospitalized for greater than twenty-four hours.

Manufacturer narrative:
The patient was hospitalized.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.